Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer stated their blood glucose level dropped low and they were trying to change the cartridge and began having trouble. The customer stated they had the cartridge ready to place in the insulin pump and it states fill tubing. The tubing has already been filled and it wasn't in the reservoir. The customer treated the low blood glucose reading by eating to bring the blood glucose level higher. The customer declined to troubleshoot for the low blood glucose level. The product will not be replaced. The product was not returned for analysis.